Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. The unit was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify the program alarm anomaly alarm due to the blank display. The following physical damage was noted: minor scratched lcd window, cracked belt clip slot, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display went blank. The patient's blood glucose at the time of incident is unknown. The customer used a new battery cap but the issue was not resolved. The device also alarmed with a program alarm anomaly, but the customer was unable to clear the alarm. The insulin pump was returned for analysis.